Manufacturer narrative:
Additional information was received indicating that the ventilator passed the test sporadically after replacing the parts described in the previous final mir report. The customer decided not to repair the ventilator and requested it back. The ventilator will not be clinical used.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. More over, alarms were found in the logs indicating high pressure. There was no patient harm. Manufacturer's ref. (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. Both gas modules and the control printed circuit board (pcb) were replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue at the date of event. The returned parts have been tested in a ventilator. They passed the pre-use check. No abnormal found during ventilation for 24 hours. They passed another pre-use check after ventilation without any issue. The reported issue could not be reproduced. Therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Control pcb is a part of the subsystem breathing bre. The main responsibilities for control are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow.

Event description:
Manufacturer's ref.#: (B)(4).